Event description:
Incoming clinic notes indicated that the patient had experienced side effects from their vns. It was reported the patient experienced raspy voice, throat irritation, strong nighttime jerking every 20-30 seconds, and that they could no longer feel stimulation as strongly or at all sometimes. Multiple attempts were made to obtain the physician's assessment of the reported events; however, no further relevant information has been received to date.

Event description:
It was reported that the patient could no longer feel magnet stimulation and high impedance was detected on their generator. It was reported that the patient was referred for x-rays; however, no x-rays have been received by the manufacturer for review to date. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.